Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/6/2024, a sales representative reported via (B)(4) that an ar-9676 angled reamer, drive shaft, and ar-9297-15 univers vaultlock augmented glenoid angled reamer sleeves (part of set ar-9579s mgs augmented glenoid instrument set) were stuck together. This was discovered after the case during the dismantling of the setup, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside the ar-9297-15. Visual inspection noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument.